Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation. Five (5) retained samples were evaluated for the quantity of the additive that is present in the tube and all samples were within specification requirements. Additionally, samples were evaluated for hemolysis after blood collection. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, hemolysis, because the defect was not evident in the testing of the customer lot samples. Visual evaluations of both retain and control samples for hemolysis demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to hemolysis. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® 9nc 0.5 ml 0.129m blood collection tubes experienced hemolysis. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: "with two times sampling on a patient hemolysis occurred.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.5 ml 0.129m blood collection tubes experienced hemolysis. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: "with two times sampling on a patient hemolysis occurred.